Event description:
Indication: secondary pulmonary arterial hypertension. Spontaneous communication: pt reported her cartridge lot#: 4266305 gave her blockage error on her ms3 pump when she was trying to fill a new cartridge. As soon as she changed to a different cartridge, she was able to start infusing again. Date of malfunction: (B)(6) 2023. No side effects or symptoms were reported. Patient was off medication for about 10 minutes. Unknown if pt has cartridge to return to the manufacturer. Cartridge expiration date was not provided. No additional information provided. Reference report mw5146809. Reported to (B)(6) by: patient/caregiver.